Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement reported.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the cause of the reported issue. The anesthesia control board was replaced. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Unique identifier: (B)(6). Legal manufacturer: (B)(4).